Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station was on retry mode and stop uploading. A technical support specialist (tss) performed the skip procedures and confirmed by the data sync log that the station was uploading normally, then, the tss found the affecting reconciliation of controlled substances between epic and pyxis. The tss checked on data sync log, made a database backup and server backup, then, the tss worked with customer that the retry modes were fixed and the station was fully synchronized with the server to clear out the database keys that were causing the retry modes. The station maintain communication with the server normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was on retry mode. The customer reported that this malfunction occurred during the dispensing of medication and also the station communication issue was caused by a data sync failure primarily. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server was on retry mode. The customer reported that this malfunction occurred during the dispensing of medication and also the station communication issue was caused by a data sync failure primarily. There were no adverse events or injuries reported based on this event.